Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2352363 involved in this complaint was returned for evaluation open in its original packaging. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20 jan 2026. On evaluation of the returned device, the following was observed: visual inspection: red marker at last dimple (past point of no return). Directional button in deploy position. Safety wire returned in place. Functional inspection: actuating fine for deployment and recapture. Unable to deploy stent. Safety wire removed with no issue. Handle open, outer sheath separated from shuttle. All other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for this complaint could not be determined. A possible root cause could be attributed to a possible tight stricture. It is not known from the additional information whether the stricture was dilated before the attempted deployment. If the stricture was tight, this may have resulted in a build-up of pressure, causing stent deployment difficulties leading to the sheath tube separating from the shuttle cap and would have made the "crack" noise experienced by the user. The patient's anatomy was not considered difficult and it is unknown whether a pre-dilation assessment was conducted, as this information was not specified. While pre-dilation is not mandatory if deemed unnecessary per the instructions for use, if the pathway was in some way unfavorable or exerted stress on the device during deployment, it could have contributed to the damage observed. Additionally, another possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently resulting in the inability of the stent to be deployed. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. . Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial complaint reported, with the evo-fc-10-11-6-b stent of lot number c2352363 already inserted and while it was being released, a noise originating from the evolution device was heard, and the trigger stopped responding and it was not possible to continuous release the stent. Confirmed quantity of 01 x used device. No adverse effects to the patient were reported. They were able to remove the complaint device and insert another evolution device without any problems. Investigation findings conclude that a possible root cause could be attributed to the patient's anatomy and a possible tight stricture.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27 jan 2026.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
With the stent already inserted and while it was being released, a noise originating from the evolution device was heard, and the trigger stopped responding and it was not possible to continuous release the stent. They were able to remove it and insert another evolution device without any problems.